Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of a time settings anomaly from the insulin pump. The customer's blood glucose level was unknown. The father stated that his daughter's pump battery was low when he went to change it. The father stated that while changing the batteries, the time resettled and got rid of the settings as well. The customer was advised to walk though and check the setting of the pump. The customer stated that the settings are correct.